Event description:
It was reported that the issue was discussed with the infectious disease department. Per the facility, pub-med research was conducted, and other possibilities for the presence of the contaminant organism was discussed. The procedures resulting in the reported patient infections were not performed by the same pulmonologist. There are other pulmonologists who perform bronchoscopies at the hospital. Moreover, this report captures one of the three patient infections that involved another olympus scope. Although requested, the serial number of this scope is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a relationship cannot be identified between the subject device and the reported patient infection. The device was not returned to olympus for evaluation. However, on 21may2024, during a reprocessing in-service conducted by an olympus endoscopy support specialist (ess), it was identified that precleaning of the device was delayed, and sterilized water was not used during precleaning. Therefore, the event was likely caused by insufficient device reprocessing due to deviation from the instructions for use (IFU). The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. A correction has been made to d4 and g2 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadvertently not included in the previous submissions. Information added to h6.

Manufacturer narrative:
This supplemental report includes a correction to h11 from the previous submission. The device manufacturing date is unknown at this time. Therefore, no information has been added to h4.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and to provide additional information received through follow up (b3). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Model bf-h190 has been chosen as a representative product. This report is related to the following linked patient identifiers: (B)(6), this report.

Event description:
It was reported there was a significant increase of mycobacterium gordonae positive cultures in bronchoscopy patients during (B)(6) 2024. The sampling and culturing was performed because of the increase of positive mycobacterium gordonae bronch cultures. The particular scope was used 103 times. Initially there were 7 out of the 10 patients who tested positive for the microorganism with the same scope. Subsequently, it was reported 3 out of 10 patients tested positive for the microorganism after using another olympus scope. Additional information has been requested.